Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failure alarm. Customer's blood glucose level was 125 mg/dl. Customer also reported that they were able to clear the alarm but alarm occurred more than once. Self test was not ok. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Software error detected alarm and the motor arm cannot communicate with the main arm found in the pump history file due to software error. Hardware low-level failures alarm confirmed in the insulin pump history file due to broken trace on keypad assembly.